Event description:
Reporter had a laparoscopic nissan fundoplication in 1999. Reporter has had multiple problems since surgery including heart and (lung) breathing difficulties, sweating; multiple major surgeries including thoracotomy, esophagus; and "perisopic." X-ray showed clips in upper right quadrant. Reporter wants to know if clips were left in by mistake and if source of the problem. Dr. Says they are being "strangled to death." Reporter has malpractice claim against the surgeon and is aware of 2 other malpractice claims. Reporter is also aware of 2 patient deaths following procedure by same surgeon. Reporter is requesting assistance from FDA regarding this matter. Reporter particulary wants assistance obtaining medical records, device (medical) involved and investigation into the practice of the surgeon.